Event description:
Patient underwent direct laryngoscopy, bronchoscopy, and balloon dilation under intermittent apnea for subglottic stenosis. The inspira air balloon dilation system was used with a 5mm x 24mm balloon. The device initially failed to inflate the airway balloon and the child's oxygen saturation began dropping. The inflation device had been attached to the stylet port and not the balloon port. The solution had been irrigated into the patient's airway. The child's airway was suctioned and required bag mask ventilation.